Manufacturer narrative:
(B)(4). Date sent: 12/19/2023 d4: batch # unk. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cec45a device was returned with no apparent damage and with an cecr45d reload present. The reload was received with the one-piece sled detached and unfired making it nonfunctional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device e23060040, and no non-conformances were identified.

Event description:
It was reported that during an unk surgery, after the fire, noted the tissue was only cut without staples and also noted bleeding. The amount of bleeding was unknown. Used hemostatic material and manual suture to complete the procedure. Checked the cartridge and found that the staples were in the reload and not deployed. The surgery was delayed for about 30 min and the patient was in good status.

Manufacturer narrative:
(B)(4). Date sent: 11/1/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.